Event description:
Information was received that a smiths medical vocalaid tracheostomy had air leakage. The patient then checked the cuff's air pressure every two hours and the pressure was noted to be decreasing each time. The tube was replaced with a new one and no patient injury resulted.

Manufacturer narrative:
Device evaluation: one smiths medical vocalaid tracheostomy was returned for analysis in used condition without its original packaging. Visual inspection of the device showed no discrepancies. Functional testing involved leak testing and no leaks were detected. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed.